Event description:
It was reported the physician was placing a lead during a procedure and a wet tap occurred. The procedure was aborted. It was reported the pt did not exhibit any symptoms immediately after the procedure. Follow up found there were no adverse symptoms postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.